Event description:
It was reported that the patient underwent a revision surgery due to due to the implant subluxation and a bone fracture. The patient has been revised one previous time due to bone fracture.

Manufacturer narrative:
(B)(4). Medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 555040; item#: 113628, comp primary stem 8mm mini; lot#: 092560. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type left shoulder arthroplasty is present. The glenoid implant appears unremarkable. There is subluxation of the humeral implant with widening of the prosthetic glenohumeral space seen on the ap view. There is also a mildly displaced fracture of the proximal humerus of uncertain acuity with proximal humeral cerclage wire fixation. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.